Event description:
It was initially reported that the patient had their implantable neurostimulator (ins) explanted on (B)(6) 2012 for unknown reasons. Follow up information received reported that the reason for the removal of the ins and lead was that the patient no longer had beneficial therapy and that they needed an MRI. Further follow up information received from the physician indicated that there were no devices issues and that the ins was working well. The physician also confirmed that the patient needed, at the request of their neurologist, an MRI of the shoulder. The explanted procedure was uneventful and that patient outcome was reported as no injury. Note: manufacturers device registry notes a date of (B)(6) 2012 for removal of the ins system.

Manufacturer narrative:
Product ID 3889-33, explanted: (B)(6) 2012, product type lead. Final analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was not in new condition. Final analysis of extension (serial # (B)(4)) found no anomaly. Final analysis of extension (serial # (B)(4)) found no anomaly. Final analysis of lead (lot # j0120545v) found the conductor was broken at unknown anchor site. Final analysis of lead (product # 3889-33) found conductor was broken at or near tines.

Event description:
Additional information indicated the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_lead, explanted: (B)(6) 2012, product type lead; product ID 7495lz25, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type extension; product ID 748910, serial # (B)(4), explanted: (B)(6) 2012, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2002, product type programmer; patient product ID (B)(4), lot # j0120545v, implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.